Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm fenestrated bipolar forceps instrument was observed to have damage when it was used intraoperatively. Surgeon was dissecting the tissue when issue occurred. The reported instrument did not collide with any other instrument or tool during the procedure. No fragment(s) fell into the patient's anatomy. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The patient information was prohibited to provide.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same the kind. No known impact or patient consequence was reported.